Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Patient came in to see dentist. The patient's upper lip had some mild swelling with no ulcerations or pain. Advised dentist to instruct the patient to stop using the desensitizer as it may be the cause of the swelling. Followed-up with dentist on (B)(6), she reported that the patient's symptoms subsided. Patient is likely allergic to the hema in the desensitizer.